Event description:
It was reported that after an unknown procedure, three to five days later, the patient experienced pain. When the patient was examined, he found with partial or total lack of staples and dehiscence. The surgeon needed to re-operate and used stitches to complete the procedure. The patient is currently stable. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: changed the product code from a hpp03 to a pph03, please confirm with the affiliate.